Event description:
The pump was explanted a week after implant due to infection. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).